Event description:
A surgeon reports that a scratch was noted on the intraocular lens (iol) after insertion. The incision was enlarged to accomodate removal of the iol.

Event description:
Follow-up with the o.r. Nurse indicates this event was not related to the intraocular lens (iol) or the delivery system used. The nurse reported that the nurse damaged the lens with forceps while preparing the lens for transfer into the delivery system cartridge. The reported problem was the direct result of handling of the lens by the nurse and does not represent the iol or delivery system malfunction.